Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen 500mcg/ml at 150mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and cerebral palsy. It was reported that (B)(6) 2017, the physician attempted a pump refill. He was unable to access the refill port. He sent the patient for x-rays and confirmed flipped pump. The physician was able to manually flip the pump back to correct orientation. The physician was able to access the pump. During the pump refill the pump reservoir expected volume was 3.8ml and the actual reservoir volume removed from the pump was 11ml. He refilled the pump with 20ml of 500mcg/ml of gablofen. The pump was reprogrammed from 100mcg/day to 150mcg/day. The issue resolved at the time of report. It was unknown what may have led or contributed to the flipped pump and volume discrepancy. The patient's past medical history includes cerebral palsy and spasticity. Patient's status at the time of report was "alive-no injury." No further complications were reported/anticipated.

Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the flipped pump and volume discrepancy was not known as of (b)(6 2017. The flipped pump was manually flipped into correct orientation and the pump was refilled to 20ml volume of 20ml pump on (B)(6) 2017. There was no other information regarding the volume discrepancy and flipped pump that was known as of (B)(6) 2017. On (B)(6) 2017, the patient had reported increased spasms in lower extremities. The patient was awaiting neurological evaluation related to flipped pump and volume discrepancy. The appointment with the neurosurgeon had not been scheduled yet.